Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to reproduce the reported problem. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the universal surgical manipulator (usm) 3 had insertion resistance. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer tested the insertion on usm 3 with four different instruments, but the issue persisted. The customer continued the procedure without usm 3. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system and passed normal mode. The usm also passed testing on the functional test platform. Insertion resistance was confirmed but not replicated.